Event description:
It was reported that this pacemaker reverted to safety mode. The patient was hospitalized and a temporary pacing lead was implanted. It was further noted that the pacemaker was configured with a standard right ventricular (rv) lead placement but the right atrial (ra) port was configured to pace in the left bundle branch. There were plans to replace this device. At this time there is no evidence this device has been replaced. No additional adverse patient effects were reported.